Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump display was changing screens while not being interacted with. There was no reported impact to the customer¿s blood glucose. Reportedly, customer continued to use the pump for insulin therapy and also had manual injections available.